Event description:
A customer reports while their abbott diabetes care device was charging, the screen caught on fire. There was no report of smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint and the reported serial number was deemed invalid. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports while their abbott diabetes care device was charging, the screen caught on fire. There was no report of smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and minor damage to the usb port on the returned reader was observed. Customer stated that the screen caught fire while the reader was charging. Reader was successfully communicated with software, and it was observed to be charging. Damaged usb port did not impact reader functionality and did not contribute to the customers complaint. Built-in reader test was performed. The reader test was passed. Usb cable was returned with the reader. Visual inspection has been performed on the usb/charging cable. Corrosion on the terminals of the usb data cable was observed. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be not within the specification range. The returned battery was replaced with known good battery. The stm processor was present. Reader was also monitored under thermal camera to inspect the pcba, where no hot spots were observed. A multi meter was used to measure voltage across resistor r100. Further investigation was conducted, where a visual inspection was performed on the returned de cased reader. Minor damage was observed on the usb port, as well as minor corrosion on the usb cable. The reader communicates successfully with software and the usb cable passed the testing. Thus, these issues were observed did not affect the reader functionality. The reader event log was downloaded and reviewed. No cybersecurity events were observed. The battery was measured to be within the specification range and a thermal camera was used to inspect the reader pcba. Hotspot was observed on u2. A multimeter was used to measure the voltage across the resistor r100 with button press. The observation of a hotspot and the voltage across the resistor r100. The voltage across the resistor was measured not within specification as customer was not using the provided usb adapter. Therefore, the issue is a not confirmed to use. At this time the adapter has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.